Event description:
It was reported that the patient's right t12 drg lead had high impedances. As a result, surgical intervention took place on (B)(6) 2025 wherein the impeded lead was explanted and replaced with bilateral l2 leads and a left s1 lead since physician was unable to implant a new lead at right t12. Post-operatively therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.